Manufacturer narrative:
(B)(4)

Event description:
The reported issues involve the following syncardia temporary total artificial heart (tah-t) system components and are reported under two separate medical device reports: primary freedom driver s/n (B)(4) (MFR report # 3003761017-2015-00417 and freedom ac power supply s/n (B)(4) (MFR report # 3003761017-2015-00418). The freedom ac power supply is a component that enables the freedom driver to be plugged into an external power source. The customer reported that the freedom driver would not charge the onboard batteries while connected to external power via the ac power supply. The customer reported that the patient was switched to the backup freedom driver and backup ac power supply without adverse impact. The ac power supply was returned to syncardia for evaluation. Visual inspection revealed that the housing was scratched and the connector cover was cracked. The observed damage did not affect the performance of the ac power supply. During investigation testing, the ac power supply was connected to a battery charger loaded with four onboard batteries and was able to provide power to the battery charger and charge the onboard batteries. The customer-reported issue could not be confirmed during investigation testing. Because of the damage to the ac power supply observed during visual inspection, the ac power supply was taken out of service. The reported issue posed a low risk to the patient because it did not prevent the patient's freedom driver from performing its life-sustaining functions. The freedom driver has a redundant power source of onboard batteries. This issue will continue to be monitored and trended as part of the customer experience process. Syncardia has completed its evaluation of this complaint and is closing this file.

Manufacturer narrative:
(B)(4).

Event description:
The reported issues involve the following syncardia temporary total artificial heart (tah-t) system components and are reported under two separate medical device reports: primary freedom driver s/n (B)(4) (MFR report # 3003761017-2015-00417), and freedom ac power supply s/n (B)(4) (MFR report # 3003761017-2015-00418). The freedom ac power supply is a component that enables the freedom driver to be plugged into an external power source. The customer reported that the freedom driver would not charge the onboard batteries while connected to the main power. The customer also reported that the freedom driver was "very noisy." The customer reported that the patient and his wife insisted to switch the driver and ac power supply as a precaution. This alleged failure mode poses a low risk to the patient because it did not prevent the freedom driver from performing its life-sustaining functions. The freedom driver has a redundant power source of onboard batteries. The freedom ac power supply will be returned to syncardia for evaluation. The results of the investigation will be provided in a follow-up MDR.